Event description:
It was reported to boston scientific corporation that an endostat generator was used. According to the complainant, there was physical damage to the endostat console. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to report the serial number; therefore, the manufacture date is unknown. Reported event: physical damage to console. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.